Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the impaired healing of the wound complication cannot be ruled out. The fall and cerebral hemorrhage are unrelated to optune gio therapy. Contributing factors for impaired healing in this patient include prior lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, chemotherapy, prior surgery affecting the skin integrity and underlying gbm disease. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional notes: manufacturing date of (B)(6) is november 06, 2019, and manufacturing date of (B)(6) is july 14, 2019.

Event description:
A 57-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2017. Novocure was informed on january 22, 2024, that the patient fell and sustained a cerebral hemorrhage that required surgery. On (B)(6) 2024, the patient reported that he had surgery on an unspecified date due to a wound complication at a previous surgical site. The healthcare provider (hcp) advised to temporarily discontinue optune gio therapy. The patient reported on (B)(6) 2024, that he resumed optune gio therapy. The hcp reported on (B)(6) 2024, the patient fell on stairs, and had a brain bleed that required surgery, and the wound did not heal correctly. The cause of the event was the previous fall and secondary brain bleed.